Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary drawer 3.2 had failed.The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.As per part investigation, it was determined that the root cause of the reported drawer failure was faulty drawer controller boards with damaged MOSFET Q601 on Drawer Controller Board A and damaged D501/MOSFET Q501 on Drawer Controller Board B. The returned hard stop and plunger assembly were inspected, and no abnormalities were found.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer on.Correction: section D Medical Device Brand Name, Medical Device Model, Medical Catalog, Unique Device Identifier (UDI), Section E Initial Reporter Occupation and Other Occupation, section G Manufacturing Location, Reporting Office, Section H Device Manufacture Date.A review of the complaint history for S/N: (b)(6) was performed in Salesforce which did not locate similar complaints with the same failure mode for this serial number.A review of the device history record for S/N: (b)(6) was conducted from its manufacture date of 20MAY2024 and confirmed that there were no production failures which correlates to the customer reported issue.The report of the failed drawer was confirmed by FSE and by DCHU testing.According to WO (b)(4): the FSE replaced both controllers, a hard stop and a plunger, drawer was recovered by user. The user inventoried several items in the drawers with no issues, and the system stays powered on. As preventative maintenance FSE checked drawers for proper operation using HTA, all tests passed within specifications.Were inspected one ASSY HARD STOP, two PCBA, DRAWER CONTROLLER (b)(6) and ASSY PLUNGER W/SQUARE CLIP, everything was received with wo obvious physical damage, deformation, or contamination.During laboratory testing the drawer controllers were tested using a DMM and were found faulty due to damaged MOSFET Q601 on Drawer Controller Board "A" and damaged D501/MOSFET Q501 on Drawer Controller Board "B", no further testing was performed on drawers due to the damaged found. The drawer hard stop and plunger assembly were installed into a HH drawer, connected to a MedStation and tested using HTA, the system successfully detects open and close positions.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the reported drawer failure was identified as faulty drawer controllers due to damaged MOSFET Q601 on Drawer Controller Board "A" and damaged D501/MOSFET Q501 on Drawer Controller Board "B". Examination of the returned hard stop and plunger assembly did not reveal any errors or malfunctions.

Manufacturer narrative:
UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS FOUND THAT FAULTY CONTROLLER. A FIELD SERVICE ENGINEER, REPLACED BOTH FAILED CONTROLLERS, A HARD STOP AND A PLUNGER TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER TROUBLESHOOTED THE DEVICE. THE CONTACT INFORMATION WAS KEPT BLANK DUE TO THE REPORTED ISSUES THAT WERE FOUND BY THE FIELD SERVICE TECHNICIAN WHILE ON SITE.

Event description:
IT WAS REPORTED WHEN USING THE PYXIS MEDSTATION ES SYSTEM, THE DRAWER HAS FAILED.THE CUSTOMER STATED THAT THERE WAS A DELAY IN ACCESSING MEDICATION TO PATIENT.THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS INCIDENT.